Manufacturer narrative:
A correlation between the device and the reported intracranial hemorrhage could not be conclusively determined. Stroke, bleeding, and neurological dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient experienced an intracranial hemorrhage in the left hemisphere. The treatment included unspecified surgical and drug therapy. The cause was reported as due to the patient's prothrombin time (inr) being longer than the target and being treated with warfarin. No further information was provided.